Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor intermittently failed incoming testing. The cause for the failure was isolated to a solder bridge between the u103 pin 3 and j101 on the monitor ca board. The root cause for the solder bridge was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.